Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr on 22/apr/2019. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture and capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified: broken shell, red particles, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge on radius side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification) and two curved striated openings on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. Curved striated openings assessed as surgical damage. Missing shell that is assessed as inconclusive.

Event description:
The doctor reported right side rupture and capsular contracture baker grade iii. The device was explanted.